Event description:
It was reported the patient¿s liver was failing and he was full of fluid and it was pushing the implantable neurostimulator (ins) deeper. This had been happening often, intermittently, for about a month. It had been pushing the ins so deep the patient could not charge the ins. The patient had pain around the area of the wires for about a month. The patient was not sure what to do. The patient¿s liver failure was not related to the pain stimulator. The last time the patient charged was over a month ago. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the 2 additional pmrs were attempted on (B)(6) 2014, 2015 and were unsuccessful. It was recommended to the patient¿s physician that an x-ray would help determine whether or not the ins had flipped (it was unsure if an x-ray had been performed). It was noted that the patient¿s ins was still in the overdischarge (od) condition. The patient¿s physician stated that the patient was not a surgical candidate due to their co-morbidities. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
Additional information was reported that the patient was retaining fluid due to other medical reasons. This had caused the isn to go down so far that the patient could not recharger. The ins was dead and needed a jump start. The patient had significant ascites and was regularly having 6-7 liters drained off. When this happened they had significant swelling between the battery and skin surface making the battery deeper than normal, making charging difficult to impossible. The ins was in overdischarge. The physician mode reset (pmr) did not successfully reset the device. Additional sessions would be attempted. The patient experienced a less than 50% therapy relief.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).